Manufacturer narrative:
(B)(4). This batch was manufactured from august 10, 2013 - august 12, 2013. The device was received for evaluation. Visual and microscopic inspection of the returned unit revealed white striated marks on the bladder. The marks were determined to be antioxidant, which is a component of the bladder material. The reported problem was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a particle in the pump. The pump was filled with an antibioticum meropenem at the time of the event. This occurred after filling, but before patient use. There was no patient involvement. No additional information is available.